Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2015.

Event description:
It was reported that an alert triggered on the left ventricular (lv) lead due to an impedance measurement that was higher than the programmer alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.